Manufacturer narrative:
This is 4th of 4 report. The device is not available to the manufacturer.

Event description:
It was reported that during the m1 occlusion treatment, the physician used the subject guidewire to bring the microcatheter and distal access catheter into the internal carotid artery. During advancing the subject guidewire, the physician felt resistance and lack of trackability inside the catheter. Further in the procedure, the physician found the distal tip of the subject guidewire was found fractured inside the patient's anatomy. The physician was able to retrieve the broken tip of the subject guidewire out of the patient's anatomy by aspiration. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the m1 occlusion treatment, the physician used the subject guidewire to bring the microcatheter and distal access catheter into the internal carotid artery. During advancing the subject guidewire, the physician felt resistance and lack of trackability inside the catheter. Further in the procedure, the physician found the distal tip of the subject guidewire was found fractured inside the patient's anatomy. The physician was able to retrieve the broken tip of the subject guidewire out of the patient's anatomy by aspiration. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. H3 summary attached - updated. H4 manufacturing date ¿ added. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. The device history record (DHR) confirms that the device met all material, assembly and performance specifications. During visual inspection, the guidewire was found broken/fractured at 188cm from the proximal end. The surface of the hydrophilic coating was rough. Bubbles with un-collapsed and collapsed dome and unknown substance (appeared to be excessive coating) were noted in multiple areas to approximately 10cm from the distal end. Functional inspection cannot be performed due to the the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was resistance, lack of trackability during advancement, there was friction encountered when advancing inside the microcatheter (inside the patient anatomy). Negative pressure aspiration was used to remove the broken fragment from the patients anatomy. Additional information provided by the customer indicated that continuous flush set up and maintained throughout the procedure. No damage was noted to the packaging prior to opening, the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu. The patients anatomy was not torturous. Microcatheter, guidewire, and distal access catheter were devices used in the procedure in conjunction with the subject device. During analysis, the guidewire was noted to be broken/fractured at 188cm from the proximal end. The surface of the hydrophilic coating was rough. Bubbles with un-collapsed and collapsed dome and unknown substance were noted in multiple areas to approximately 10cm from the distal end. The bubbles found on the distal end of the device were analyzed by r&d. Based on the results of sem and edx testing, it appears that the bubbles and the control section of the coating are the same substance. The cause of coating bubbles, which are likely hydrophilic coating, could not be definitively determined but most likely occurred during manipulation of the device while in the patient¿s anatomy. Although the as reported 'guidewire does not have smooth movement' and 'guidewire difficult to advance' could not be confirmed during analysis it is possible that the guidewire may have encountered some procedural factors during use that resulted in difficulties navigating the device in the microcatheter or anatomy and causing it to fracture. An assignable cause of procedural factors will be assigned to the as reported (ar) / as analyzed (aa) 'guidewire distal tip broken/fractured during use' and the as reported (ar) 'guidewire does not have smooth movement' and 'guidewire difficult to advance' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.